Event description:
A surgeon experienced poor actuation and an abnormal noise from the tip of the cutter, and was unable to aspirate or cut during a vitrectomy procedure. The vitreous humour was not able to be removed through the trocar, so it was removed from another port with another cutter. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).